Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a middle of life 1 battery status out of the box. The device was not used, and returned for analysis.